Manufacturer narrative:
Results of functional testing indicated the disconnect from the network is confirmed. Temporarily there was no transmission in the sectors of the central surveillance and occasionally no curves were visible in the sector on the client. The pse confirmed in a good faith effort (gfe) he reconfigured the port to a distribution switch from access to trunk because the access switch was connected. He reconfigured access ports to the central from 100fd to auto. After the work done by the fse, confirmed the device is fully functional. In the tests carried out, the system corresponds to the manufacturer's specifications and is ready for clinical use.

Event description:
It was reported that the pic ix hardware indicating that an error message was given stating the central station was disconnected from the network. The device was in use at time of event, there was no adverse event reported.